Manufacturer narrative:
Internal file number - (B)(4). Correction: device coding: indication for use removed. Evaluation summary: analysis was performed on the returned device. The reported guide detachment was confirmed. The posterior foot was separated and not returned. It should be noted that the proglide instructions for use (IFU), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure due to downward force applied during device placement. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The additional proglide device referenced is being filed under a separate medwatch report. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices were attempted in the right common femoral vein via a 23fr sheath using the preclose technique prior to a mitraclip procedure. Reportedly, the guide of the proglide device separated where the proximal and distal guide meet with both proglide devices. The mitraclip procedure was completed. A cut down was performed and the vein was sutured closed. No femoral angiogram or other imaging was taken prior to the procedure. There was a reported clinically significant delay in the procedure. No additional information was provided.